Manufacturer narrative:
It was confirmed that the power source was unable to supply power to the programmer. The floppy disk drive was found to be inoperable. Various components of the programmer casing were found to be broken and/or worn-out. All found defective parts were replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered off during use, and was unable to power back on. The programmer was returned for service. No patient complications have been reported as a result of this event.